Event description:
The biomedical engineer (bme) reported that on 07/20 around 1930 last night the data was showing for the patients. Later in night, the data at 1930 was no longer there, and it acted like no data was recorded for the patients. This is occurring for all patients on this crc (the new rns-6800 series). He said the issue keeps occurring, and it's only saving the data for 3 hours. They went to look at the central nurse's station (cns) that was locally filing these devices and found that this issue was happening there, too. The customer stated that the issue is affecting just the one department (icsu - 3 north), but it is affecting all 32 beds they were monitoring. They are still having issues with this unit that they are dropping every hour. They performed a hard reboot and the issues were resolved, but they noticed that the data prior to 8 hrs is disappearing. They were also having unrelated issues with some of the beds not allowing them to change settings on them. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that on 07/20 around 1930 last night the data was showing for the patients. Later in night, the data at 1930 was no longer there, and it acted like no data was recorded for the patients. This is occurring for all patients on this crc (the new rns-6800 series). He said the issue keeps occurring, and it's only saving the data for 3 hours. They went to look at the central nurse's station (cns) that was locally filing these devices and found that this issue was happening there, too. The customer stated that the issue is affecting just the one department (icsu - 3 north), but it is affecting all 32 beds they were monitoring. They are still having issues with this unit that they are dropping every hour. They performed a hard reboot and the issues were resolved, but they noticed that the data prior to 8 hrs is disappearing. They were also having unrelated issues with some of the beds not allowing them to change settings on them. No patient harm was reported. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Remote network station model: ni, sn: ni. Bedside monitor(s) model: ni, sn: ni.